Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 600 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose and also treated with insulin injection. Customer was neither in emergency room nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose and not using auto mode feature on insulin pump. Customer not alleging that the insulin pump was under delivering. It was also reported that the insulin pump had insulin flow blocked alarm and cannula was bent. Customer was advised to reconnect tubing at quick release and prime a 5 unit fill cannula and insulin was exited. The insulin pump will not be returned for analysis.